Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine change out procedure rising thresholds were noted on the right ventricular (rv) lead. Insulation damage was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.